Manufacturer narrative:
Arjo could not pick up the mattress as it had been discarded by the hospital staff; as a result, no inspection of the mattress was conducted. The instructions for use (IFU 04.aav.00en) for the velaris mattress indicates the following: - "to avoid damage, do not expose the device to naked flames, such as cigarettes. This is especially important for the mattress. A leak in the mattress may propagate the fire." Additionally, the velaris mattress is equipped with a fire-retardant cover, tested according to bs7175 - british standard - flame retardant bedding for bedcovers and sheets. This standard ensures that the material is flame-retardant and delays the spread of fire; however, it can still catch fire under certain conditions (e.g., deliberate ignition, prolonged exposure to open flame, failure to follow safety instructions). In the reported case, the fire was initiated by the use of a lighter. This indicates that the fire was caused by the misuse of an open flame near the mattress (against the IFU), not by the mattress itself. Arjo product did not cause the incident, but it was used for treatment when the event occurred. There was no indication that the system did not meet specification when the event occurred. The complaint was assessed as reportable due to the allegation that velaris mattress was set on fire. No injury was sustained. The serial number, model number, UDI, and manufacturing date are unknown. The serial number was not provided by the customer.

Event description:
Arjo was informed of a fire involving a velaris mattress. The customer reported that the patient had been restrained to the bed with straps. In an attempt to free himself, the patient used a lighter to burn through the straps, which resulted in the mattress catching fire. Although the patient was directly involved in the incident, he did not sustain any injuries from the fire or smoke. No pump was installed on the velaris mattress at the time.